Event description:
It was reported in an abstract that a total of 73 patients underwent a plif procedure using pedicle screws over a two year period. From the all 73 patients, the study picked up 44, excluding ones either with multi-level fusion, concomitant treatment with fenestration, rheumatoid arthritis, dialysis, or parkinson's disease, all of which are thought to affect disorder in adjacent intervertebral levels. Out of the 44 patients, the study included 33 who were available for a minimum of 5-year follow-up. The diseases they suffered from were lumbar degenerative spondylolisthesis (n=28), isthmic spondylolisthesis (n=1), recurrent disc herniation (n=1), foraminal stenosis (n=1), and lumbar spinal canal stenosis (n=2). It was reported that postoperatively, five patients experienced "aggravated symptoms caused by some motor disorder". No further information was reported.

Manufacturer narrative:
Literature citation : t. Miwa, et al. "Surgical outcomes of mini-open plif with percutaneous pedicle screw". 1404-2; 2-p60-3. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.